Event description:
A report was received that the patient underwent an explant procedure due to infection. Initial symptoms were drainage at the lead site. Antibiotics were given. The physician believed that the infection was not device or procedure related. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model #:sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg) model #:sc-4316, lot #:15564055, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.